Event description:
It was reported to boston scientific corporation that a urethral drainage procedure was performed in 2007 using one of our contour stents. It was thought to be placed successfully. During further examination of the placed stent, it was not visible during a fluoroscopy. The physician decided to remove the stent completely. Upon removal it was noted that the stent appeared to be degraged and looked melted. No patient complications occurred. The procedure was completed with another countour stent.

Manufacturer narrative:
Customer complaint confirmed. A visual evaluation found that the proximal pigtail was accordion twisted, and torn. A second tear was found through the body of the stent. The tear that had separated the stent was found at 24.4 centimeters from the distal end of the device. The accordion section was found to start at 25.8 centimeters from the distal end of the device. A ship history was performed and found that lot numbers 9486959, 9487982, and 9375243 were the last three lots sent to this customer. A lot history search was performed and found no other complaints against lot numbers 9486959, 9487982 and 9375243. A review of the device history record was performed for lot 9486959 which revealed no scrap issues. One scrap issue was found on lot 9487982 for five pieces being scrapped for bad tips. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The contour urethral stent 15-month 2007 complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.